Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. The device adapter first had trouble recognizing the reload, it took the scrub tech two tries to load the reload on the adapter (preformed the clamp test both times) before the stapler recognized the reload and gave the solid reload light. Then when the stapler was placed on the small bowel it did not fire. A very brief gear sound was heard however the knife blade never advanced forward. The surgeon attempted to fire again and the blue lights appeared. In order to complete the case, the surgeon was able to open the jaws, off the patient tissue, and remoave the stapler from the tissue and a new reload was successfully used. Patient status is alive, no injury.